Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No motion sensor test failure alarm during test noted during testing. The motor was tested outside the device and passed. No moisture damage on the lcd board, motherboard, interface board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received compromised force sensor system alarm and a motion sensor test failure alarm. The customer reported that the insulin was leaking. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.